Manufacturer narrative:
The complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent two (2) revision procedures due to post-operative occurrences. The procedures were performed on (B)(6) 2015 due to mal-union and (B)(6) 2015 due to non-union. During the procedure on (B)(6) 2015, the hardware that was implanted on (b)(6( 2015 was removed, fully intact. This hardware included a 3.5mm locking compression plate (lcp) and an unknown quantity of 3.5mm cortical and 3.5mm locking screws. The patient was then revised to a new lcp and screws. Additionally, allograft beads were added to the fracture site. The procedure was completed successfully without incident. This complaint refers to the revision procedure performed on (B)(6) 2015 due to non-union. The revision procedure from (B)(6) 2015 will be captured in and reported under (B)(4). This report is 1 of 2 for (B)(4).